Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was cut during left ventricular assist device (lvad) surgery. Boston scientific technical services (ts) reviewed and suggested reprogramming by turning lv outputs down, and turning lv sensing off. The lead remains in service. No adverse patient effects were reported.